Event description:
The customer reported that the system failed to boot up. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue was not duplicated. All connectors in the generator were evaluated and reseated. A complete generator and filament calibration was performed. The system was tested and found to be working as intended and put back into service.